Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 400 mg/dl. The customer was treated with fluids of saline and insulin intravenously. The customer was released the same day with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.